Manufacturer narrative:
Findings: unit passed displacement test, rewind, self test, off no power test and error test. Unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to verify alarm due to motor error alarms. Unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. No rewind anomaly noted. Unit was programmed with correct time and date. Unit was monitored for a day. Several bolus were programmed and delivered. All bolus delivered during testing and during the time the unit was monitored were properly recorded and recorded at the daily totals and bolus history screens. No history anomaly noted. Unit received with cracked reservoir tube lip, minor scratched display window and stained end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.